Event description:
It was reported that the patient experienced urethra erosion and burning sensation when urinating with this artificial urinary sphincter (aus). A surgical procedure was performed during which the existing device was removed. The physician believes the cuff was associated with the complication since the urethral erosion was at the implant site. No additional information was reported.

Event description:
It was reported that the patient experienced urethra erosion and burning sensation when urinating with this artificial urinary sphincter (aus). A surgical procedure was performed during which the existing device was removed. The physician believes the cuff was associated with the complication since the urethral erosion was at the implant site. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.